Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed one shock impedance measurement of zero ohms (0 ohms). All other shock impedance measurements ranged from 44 ohms to 55 ohms. Additional information was sought from the local area sales representatives, however, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.